Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer went to the emergency room on (B)(6) 2025 for elevated blood glucose (bg) level of 530 mg/dl. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.